Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported event could not be conclusively determined through this evaluation. The account communicated that the patient had a same day elective biotronik implantable cardioverter defibrillator (ICD) generator change out. The account reported that the patient's left ventricular assist device (lvad) caused electrical interference with automatic implantable cardioverter-defibrillator (aicd) preventing communication. The account also reported the device re-programmed successfully on (B)(6) 016. According to the account, the issue was resolved, and the patient was discharged home the same day as implant. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19oct2015. Heartmate 3 lvas IFU contains warnings in the introduction, surgical procedures, and patient care and management sections that that the pump may cause interference with icds. If electromagnetic interference occurs it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. Prior to implanting an ICD or ipm in an hm3 patient, the device to be implanted should be placed in close proximity to the hm3 pump and the telemetry verified. If the patient received a heartmate 3 and has a previously implanted device that is found to be susceptible to programming interference, the manufacturer recommends replacing the ICD device with one that is not prone to programming interference. The safety testing and classification section of the IFU states that if the hm3 lvas does cause interference to another device, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increase the separation between the equipment, connect the equipment to an outlet on a circuit different from that to which other devices are connected, or contact the manufacturer for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2019 the patient had a same day elective implantable cardioverter defibrillator (ICD) generator change out. The patient's left ventricular assist device (lvad) caused electrical interference with automatic implantable cardioverter-defibrillator (aicd) preventing communication post-vad (ventricular assist device), device re-programmed successfully on (B)(6) 2016. Patient pacemaker dependent with elevated thresholds. The patient was discharged home same day as implant. The issue resolved without sequelae. No additional information provided.